Event description:
It was reported that a customer had occlusion alarms approximately 4 times with a cleo 90 infusion set. System check determined the issue to be the tubing. Customer reported high blood sugar levels of 240 mg/dl. Customer correction bolus via injections to stabilize the blood sugar. No injury reported.